Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 29, 2017 that a accumax 200 laser fiber was used during a ureteroscopy procedure in the kidney performed on an unknown date. Reportedly, the laser unit used was a dornier laser. According to the complainant, during preparation and outside the patient, the aiming beam was seen exiting 5 cm from the tip of the fiber. The procedure was completed with another accumax 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
One accumax 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. The aiming beam exiting the distal tip was bright, clear and round. There was no light escaping anywhere along the body of the fiber. There was no damage to the fiber face within sma connector. The condition of the returned device showed no evidence of the alleged issue which could have contributed to the event. Based on all gathered information, the most probable root cause is: not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on march 29, 2017 that a accumax 200 laser fiber was used during a ureteroscopy procedure in the kidney performed on an unknown date. Reportedly, the laser unit used was a dornier laser. According to the complainant, during preparation and outside the patient, the aiming beam was seen exiting 5cm from the tip of the fiber. The procedure was completed with another accumax 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.